Event description:
It was reported that the ilet bionic pancreas was not receiving data from a dexcom g7 continuous glucose monitor (cgm) due to an incorrect sensor pairing code, leading to intermittent communication and dosing suspension warnings until the correct sensor code was re-entered to restore pairing. The user experienced a blood glucose peak of 299mg/dl with no associated clinical symptoms. Outcomes included no health consequences or lasting impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem with the ilet, a usage problem was identified regarding sensor selection and pairing workflow, and no specific part or component term was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.